Event description:
It was reported that a person using the ilet experienced a low blood glucose of 62 mg/dl, self-treated, and subsequently reported hyperglycemia in the low 200s rising to over 240 mg/dl; the individual stated they overcorrected, and a downward trend to 234 mg/dl was later observed without a confirmatory glucometer reading. Symptoms included hypoglycemia, hyperglycemia, shaking/ tremors, and polyuria. Outcomes included need for troubleshooting and education with guidance to monitor for continued decline and to call back if glucose rose again or failed to continue decreasing within an hour. Investigation included review of available usage history and coaching on treatment approach. Investigation of this case revealed user overcorrection of hypoglycemia with oral glucose following a documented low. It was concluded that the event was attributable to user management of hypoglycemia rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.